Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: pumpspecific component(s) involved: pump drive unit malfunctionadditional text: pump stoppedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : ecmoimplant device type: lvadmalfunction device type: